Event description:
Customer complainted that ventilator only runs for an hour on battery and within 30 seconds it reads "battery low," "battery empty," and shut down. Battery reads 100% and power save on. The technical service verified that the battery went to "low battery" within 2 hours. The ventilator continued running on "low battery." When internal battery level was checked, the indicator showed in red zone of battery level (less capacity) and later showed in green zone (more capacity).